Manufacturer narrative:
Technician repaired the ground loss to resolve the issue. No further info is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This report will continue until we are current.

Event description:
Technician alleged, the bed had a loss of ground.